Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable ) has been confirmed. Upon investigation the ECG c and d cable and ECG a, b and front therapy electrode were severed. The root cause for severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and patient was receiving service code 204 (belt/monitor unusable).